Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. It was reported that the pt was recently hit in the neck with a paintball and that he has a tendency to manipulate the device through the skin. The pt's condition is stable; however, he has experienced a slight increase in seizure activity recently. The pt has been referred for surgical consult. Lead break is suspected. Revision surgery is likely.

Event description:
Both the lead and generator were returned to manufacturer for analysis. A portion of the lead body including the electrode section was not returned for analysis. Analysis was performed on the lead portion returned and the reported lead discontinually could not be verified. Continualty checks of the various returned lead sections were peformed with no discontinuities identified. The condition of the lead portion returned is consistent with conditions that typically exist following an explant procedure. No coil breaks were found. No other obvious anomalies were noted. The connection between the set screw and lead pin showed evidence that, at one point in time, proper mechanical and electrical connection was present. No anomalies were noted during visual inspection or electrical testing of the pulse generator. The patient's seizure frequency has reportedly decreased since device replacement surgery. No lead discontinuity was confirmed on the portions of the lead returned; however, it is possible that lead discontinuity occurred on the portions of the lead that were not returned.

Event description:
Further follow-up revealed that the lead and generator were replaced with a new vns system. The surgeon noted that during the surgery, he observed that the lead insulation was cracked and there was fluid within the insulation. He further commented that this may have been the cause of the high impedance event. Four attempts to request the devices be returned to the maufacturer for analysis have been made; however, to date, the devices have not been received.